Manufacturer narrative:
The customer declined to have the system evaluated therefore a product evaluation could not be performed. We are unable to determine a root cause. No further actions required at this time; we will continue to monitor complaints of this nature. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported that during procedure there were lots of bubbles in the balance salt solution (bss) and the flow was inconsistent. It was reported that it seemed to possibly overheat and caused wound melt. They were able to complete procedure and suture the wound. The procedure was prolonged for approximately 20 minutes and additional anesthesia was administered to patient. They have continued using the stellaris system for cases after this event and they would like the system to be checked out.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.